Event description:
International affiliate reports customer complaint of broken male luer. Broken luer was discovered before use on patient. Although requested, no additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 14 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The product code reported by int'l affiliate was listed as a2c6603, lot no. S06l01058r. This code is manufactured in another country and only distributed in different country. This medwatch was filed for the us code, 2c6603, which is same or similar.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of "broken male luer" was confirmed. Visual testing was performed and the condition may be related to damage caused by the two-piece luer lock assay machine. The complaint defect was determined to be isolated and no further action is warranted at this time. The manufacturing facility will continue to monitor similar reports for possible trends.